Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not working. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: physical damage. Bent lower bezel assy. Broken transformer. Minor scratches on the unit. As identified during evaluation that the unit seemed to have been dropped. The repair of the device declined and was being placed into long term hold. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot number (c17at0033), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the 4590 fms solo irrigation pump -ns device was not working. During in-house engineering evaluation, it was determined that the device had a broken transformer. There was no procedure nor patient involvement reported. No additional information was provided.